Event description:
It was reported that the devices experienced "communication error" messages when multiple channels are connected to the pcu in the ICU. There was patient involvement but no harm. It was further reported by the customer that following internal investigation of the issue it was noted the communication error was attributed to iui connectors that were not cleaned properly or required changing.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had communication error was iui communication issue.

Event description:
It was reported that the devices experienced "communication error" messages when multiple channels are connected to the pcu in the ICU. There was patient involvement but no harm. It was further reported by the customer that following internal investigation of the issue it was noted the communication error was attributed to iui connectors that were not cleaned properly or required changing.